Event description:
It was reported that the patient was currently in a hospice and it was requested to program off the device. The device could not be interrogated with the programmer after multiple attempts. A telemetry test was successful and a firmware download was performed. The device was then programmed off. The patients condition was unaffected by the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.